Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was not receiving the alert when the second part of the extended bolus completes delivering. Reportedly, the setting was set to high. During troubleshooting with tandem technical support, the pump created audible alerts and the pump was functioning as expected. Additionally, the customer reported experienced blood glucose (bg) levels ranging from 38-400 (mg/dl) during these events. To treat low bgs, the customer consumed a snack. Recommendation was made to consult with health care provider regarding diabetes management.